Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that there was an infection. It was noted that the patient was having an MRI due to the infection. It was also noted that further investigation was being done. The caller did not know when the infection symptoms began. It was also noted that the patient was admitted as an inpatient as of the date of this report. However, the caller did not know when the patient was admitted or exactly why the patient was admitted. The caller did not know the symptoms the patient was experiencing. The caller indicated that they may be looking at the implantable neurostimulator (ins) system as being related to the infection but ¿he was not sure.¿ it was noted that the MRI was ordered by the hospital. Additional information was requested, but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported, the patient was scheduled for an MRI of the brain to rule out a shunt infection. There was no infection related to their spinal cord stimulator device. At the time of the call the patient was in the ICU and intubated resulting in them being unable to speak